Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of sepsis, septic shock, cardiac arrest and death, as the patient was actively undergoing ccpd therapy when the patient coded and subsequently expired. The patient was initially admitted for ble lower extremity pain (due to a recent fall and pad), weakness and decreased oral intake, due to missing/skipping pd therapy for 48 hours (rationale not provided). The patient¿s cause of death was reported as septic shock; however, its exact etiology was not reported. While reviewing the medical records, there was no allegation or objective evidence a fresenius device(s) and/or product(s) was involvement. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, patients with esrd have a substantially higher incidence of acute coronary events, when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired unexpectedly. A review of the patient¿s discharge summary revealed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of bilateral lower extremity (ble) pain, weakness, decreased oral intake, a left knee laceration (repaired in ER on (B)(6) 2022), and no pd therapy in 48 hours (rationale not provided). The patient was admitted for septic shock and was started on an intravenous (IV) broad spectrum antibiotic (drug, dose not provided). Although the timeline is unknown, it appears the patient was transferred to the intensive care unit (ICU) due to worsening hypotension. The patient was intubated, given a 500 ml normal saline bolus, and was started on levophed with good success. By morning the patient¿s condition had improved and the levophed was discontinued. A surgical consult was ordered, and the patient underwent radiological studies (e.g., renal ultrasound, chest x-ray, computed tomography scan) which were all negative. General surgery was not required due to the negative findings, and therefore nephrology ordered the patient to undergo ccpd therapy. At 17:20 the patient¿s ccpd treatment was initiated without issue, however when the pdrn returned on (B)(6) 2022, it was discovered the patient expired last evening at approximately 21:47. The patient reportedly ¿coded¿ three times during the evening and the family made her a do not resuscitate (dnr). The primary care nurse reported the patient¿s expiration was unrelated to any fresenius device.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired unexpectedly. A review of the patient¿s discharge summary revealed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of bilateral lower extremity (ble) pain, weakness, decreased oral intake, a left knee laceration (repaired in ER on (B)(6) 2022), and no pd therapy in 48 hours (rationale not provided). The patient was admitted for septic shock and was started on an intravenous (IV) broad spectrum antibiotic (drug, dose not provided). Although the timeline is unknown, it appears the patient was transferred to the intensive care unit (ICU) due to worsening hypotension. The patient was intubated, given a 500 ml normal saline bolus, and was started on levophed with good success. By morning the patient¿s condition had improved and the levophed was discontinued. A surgical consult was ordered, and the patient underwent radiological studies (e.g., renal ultrasound, chest x-ray, computed tomography scan) which were all negative. General surgery was not required due to the negative findings, and therefore nephrology ordered the patient to undergo ccpd therapy. At 17:20 the patient¿s ccpd treatment was initiated without issue, however when the pdrn returned on (B)(6) 2022, it was discovered the patient expired last evening at approximately 21:47. The patient reportedly ¿coded¿ three times during the evening and the family made her a do not resuscitate (dnr). The primary care nurse reported the patient¿s expiration was unrelated to any fresenius device.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired unexpectedly. A review of the patient¿s discharge summary revealed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of bilateral lower extremity (ble) pain, weakness, decreased oral intake, a left knee laceration (repaired in ER on (B)(6) 2022), and no pd therapy in 48 hours (rationale not provided). The patient was admitted for septic shock and was started on an intravenous (IV) broad spectrum antibiotic (drug, dose not provided). Although the timeline is unknown, it appears the patient was transferred to the intensive care unit (ICU) due to worsening hypotension. The patient was intubated, given a 500 ml normal saline bolus, and was started on levophed with good success. By morning the patient¿s condition had improved and the levophed was discontinued. A surgical consult was ordered, and the patient underwent radiological studies (e.g., renal ultrasound, chest x-ray, computed tomography scan) which were all negative. General surgery was not required due to the negative findings, and therefore nephrology ordered the patient to undergo ccpd therapy. At 17:20 the patient¿s ccpd treatment was initiated without issue, however when the pdrn returned on (B)(6) 2022, it was discovered the patient expired last evening at approximately 21:47. The patient reportedly ¿coded¿ three times during the evening and the family made her a do not resuscitate (dnr). The primary care nurse reported the patient¿s expiration was unrelated to any fresenius device.